Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced infusion set defect event on (B)(6) 2026. The tube was much more challenging than any of the other inserters. This causes them to pinch after the insertion. No further information is available.